Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the end user is stating that she put the joystick on turtle and then out of no where it will change to rabbit speed by itself.